Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during a shoulder procedure, the surgeon was using the reverse pilot-tip starter reamer on the legacy gps driver as the first step in reaming the glenoid. During use, the pilot tip portion of the starter reamer broke off the rest of the reamer and was in the glenoid. The surgeon removed the broken piece from the glenoid immediately and removed the broken piece from the patient. There were a few minutes of surgical delay reported to remove the broken piece and to change reamers with no adverse event to the patient as a result. The patient was last known to be in stable condition following the event. No x-rays were provided. The device is not available for return as the hospital discarded it. An image of the device was provided. No further information.